Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as april of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.

Event description:
Per cs rep anamaria l -received email from sales rep, (B)(6) " morning I received the following message from (B)(6) I just got off the phone with her and advised her to cut back on the wear time to 1 hour and gradually increase. Can someone reach out to her? Hello (B)(6), I've been having issues when wearing the bone stimulator all day as directed. I talked to dr. (B)(6) about this and he suggested we swap out the model I'd have for a different one. I would have pain at the end of day. Pain that took my breath away and felt like my organs, especially intestines were cramping. Thoughts? (B)(6), rn, msn I called the patient. The patient stated that the feeling she has started from day one of treatment. The patient only wears the unit during the day between 12 to 15 hours. The patient gets the pain when she stops using the unit and it decipates within a few hours. Cramping and it takes her breath away. The surgeon prescribed muscle relaxers (flexerol) which did helped a little bit but the patient does not want to take medication in order to wear the bone stimulator. The surgeon also suggesting swaping it for a different bone stimulator. The pain level is an 8. (B)(6) suggested to do the time test but not to use it for more then 4 hours a day. The patient will start doing the time test today. The patient has not used the stimulator since last weekend. The patient is changing her electrodes every day. The patient is using this on the lumbar area.